Manufacturer narrative:
Concomitant medical products: 6947m55 lead ,implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis of the save to disk indicated that the device incurred high current drain. All other device behavior, including pacing and telemetry, appeared to function normally. There was no change in the current drain after a 60 celsius bake test. No hybrid anomalies were observed. Battery analysis revealed no lithium plating was observed on the inside surface of the battery case, in the head space region or on the electrode coil. Based on the destructive analysis, no evidence of an internal short was found to account for the high current drain evidenced in the save to disk data if information is provided in the future, a supplemental report will be issued.